Event description:
It was reported the patient underwent surgical intervention on an unknown date wherein the ipg was explanted for an unknown reason. No further information is known.

Manufacturer narrative:
Section b3: date of event is estimated. Section b5: during processing of this incident, an attempt was made to obtain complete event information; however, no further information is known or received. Section d6b: date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.